Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: clarification received from the sales rep. Via e-mail: can you please further clarify/confirm: on what date did you gather/become aware of the detail that ¿the suture itself keeps breaking¿ intra-operatively? I was notified about the situation and submitted the product complaint the same day. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When were the suture/s broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported to the sales rep by the surgeon that the suture itself keeps breaking. No adverse patient consequences were reported. Additional information was requested.